Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record could not be performed since the lot number and manufacturing date of the subject device was unknown. Based on the results of the investigation and from the information obtained, the subject device was not returned and therefore, the root cause could not be determined. It is likely there may have been a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. An olympus representative interviewed the facility where it was stated the following cleaning disinfecting and sterilizing process was deviated from in the following ways: the outer surface of the insertion site for flexible cystoscope products in the bedside cleaning described in the instruction manual after the examination were not wiped, the bedside cleaning did not describe the instruction manual for flexible cystoscope products after examination that involves pumping water into the channel using a suction device and the endoscope's suction valve, the user is not cleaning the adapter and suction machine to suction cleaning solution, water, and air during main cleaning and rinsing for flexible cystoscope product with suction ducts, the inside of the channel was not filled with cleaning and disinfection solution by aspirating the cleaning and disinfection solution with a syringe through the suction cleaning adapter during immersion in the endoscope at the time of main cleaning and disinfection, the t-pipe was not cleaned and disinfected as described in the instruction manual, the t-pipe has not disassembled as described in the instruction manual, if the forceps plug of the t-pipe has deteriorated due to use and was not properly replaced as described in the instruction manual, and the t-pipe was not cleaned with the brush as described in the instruction manual. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the forceps/irrigation plug was incorrectly reprocessed. There were no reports of patient harm or injury.